Manufacturer narrative:
A report was received that the clip on the patient's shoulder pack was broken. The shoulder pack was not returned for evaluation. As a result, the reported event could not be confirmed. A review of the manufacturing documentation confirmed that the shoulder pack met all requirements for release. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged clips can be attributed, but not limited to wear and/or due to the handling of the pack. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the clip on the patient's shoulder pack was broken. The shoulder pack was replaced with no reported patient consequence. No further information has been provided.